Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - screw/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article, zelle, b., gruen, g., mcmillen, r. And dahl, j. (2014) primary arthrodesis of the tibiotalar joint in severely comminuted high-energy pilon fractures. J bone joint surg am., volume 96-a, number 11, pp: 1-6. The purpose of this article is evaluate the effectiveness and functional outcomes of patients with complex ao/ota type-c2 or c3 fractures who underwent primary tibiotalar arthrodesis and metaphyseal reconstruction using posterior blade plate fixation. The study was performed from january 1992 to december 2007 to identify all patients who were treated for tibial plafond fractures. A total of 20 patients (16 males and 4 females) were included in this study, where 17 were available for follow-up at a minimum of two years after their surgery. The average patient age was 39 years (range, 17 to 81 years old). All injuries resulted from high-energy trauma. A copy of the literature article is attached to this medwatch. This is report 3 of 3 for com-(B)(4). This report is for an unknown - screw and refers to patient 15 ((B)(6) year, male) who required removal of a prominent screw.